Event description:
Customer reported device =323 mg/dl at 7:30 pm. Customer took 16 units of insulin. At midnight, customer went into a coma. Spouse tested customer and device =29 mg/dl, spouse called paramedics. 10 minutes later, paramedics device = 37 mg/dl. Customer was given a glucose IV and peanut butter and jelly sandwich, once customer came around. One hour later, device =76. No controls were used. A request was made for return product and replacement product was sent.